Event description:
Depuy/ synthes tip of broach broke off into patient while performing total hip replacement. Tip was successfully removed and representative of depuy synthes was in the room and notified when it happened. FDA safety report ID # (B)(4).